Event description:
When the crew attempted to defibrillate the patient at 200 joules the "device refused stating check electrodes." When device power was cycled, the device successfully charged then delivered defibrillator energy to the patient. The code was called on the scene. There was no report of adverse affect to the patient associated with this report.